Event description:
Boston scientific received information that the patient with this right ventricular lead (0148), used for defibrillation therapy only, was hospitalized after receiving several shocks. Upon interrogation, it was noted that more than 700 episodes were recorded in the past month. Additionally, the patient had received multiple inappropriate shocks with system noise confirmed; a separate lead had been implanted for pace/sense function (4096/(B)(4), see report-2124215-2011-20327). A chest x-ray was performed, indicating the rv pace/sense lead may have been damaged. As a result, the device was programmed to monitor only until a revision procedure could be performed. No adverse patient effects were reported. During the subsequent revision, the rv pace/sense lead (4096) was explanted in the absence of difficulty or adverse effects; however, the physician reported difficulty during 0148 rv passive fixation lead extraction. During the 0148 lead extraction, the patient became bradycardiac and external defibrillation was required. Maximum energy external shocks were delivered but ineffective and a thoracotomy was performed. Cardiac massage was initiated; however, the patient passed away.

Manufacturer narrative:
The cause of the death was reported as post hypotension electromechanical dissociation. Additionally, it was reported the patient had a low ejection fraction and dilated cardiomyopathy. The family declined an autopsy and made no allegations against any boston scientific products. The local field representative confirmed the patient and family, were aware of a low probability of survival, prior to cardiac intervention. No return of product is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.